Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator replacement procedure. During the procedure, it was noted that the right ventricular lead was unable to be removed from the header. It was noted that the set screw was stripped. The physician was able to eventually remove the lead. The procedure was completed successfully. The patient was in stable condition.